Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir threads on top of compartment was broken. The blood glucose level was unknown. Customer used scotch-tape to hold the reservoir. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with partial broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.